Event description:
It was reported that patient has been having episodes of unconsciousness that last about a day. During the episodes of he is lethargic and very loose. After the episodes, he is tight. The patient was evaluated for seizure activity (no specific tests or results, reported). X-rays were also taken of the pump and catheter, and the catheter was accessed via the catheter access port, and all seemed to be functioning. The question of the dural sac was then raised, although the patient was not diagnosed with a dural sac. The patient's family was encouraged to do a dye study, but stated they did not want any more testing. The family stated that even if the test revealed no problem, they wanted to have the system replaced due to the age of the pump. The patient has been referred to neurosurgery for pump and catheter replacement at the family's request.